Event description:
It was reported that a power source alert occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was instructed by technical support to plug the wall adapter into a working outlet and wait for at least 30 consecutive minutes for the pump to begin charging, and the pump successfully started charging.